Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, leaking urine, and bladder discomfort. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, bowel problems, recurrence, dyspareunia, vaginal scarring, organ perforation and inflammation of the vagina. It was reported that the patient underwent excision of mesh with cystoscopy on (B)(6) 2012 due to mesh exposure and stress urinary incontinence. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent fulguration of vaginal cuff on (B)(6) 2003. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with the concurrent procedure of cystoscopy.